Event description:
The pump was delivering morphine 3mg/ml and baclofen 120mcg/ml; it was unknown if the meds were compounded or not. The date of the revision was (B)(6) 2011. A sample was aspirated from the seroma and tested positive for csf. The patient was currently titrated to minimum rate on the pump and had increased her oral medication as needed. Patient was scheduled to have pump/catheter removed in late november.

Manufacturer narrative:
Catheter model: 8711, serial # (B)(4), implanted on: (B)(6) 2009, explanted on: unk.

Event description:
The patient's pump was removed last (B)(6) due to the seroma. She had a neurostimulator implanted.

Event description:
It was initially reported that approximately 9 months after implant, the patient developed a seroma at the implant site; the seroma was in the right side lower abdomen. The patient had cramping and some pain. The pump was refilled every 3 months. At each refill, they pulled out 100 ml of fluid. The fluid had been tested and it was not csf. The "pump was working great aside from the seroma issue." The patient wanted to find a physician to have the seroma surgically revised. The device system was used to deliver morphine and baclofen. On (B)(6) 2011, it was reported that the patient experienced a cerebrospinal (csf) leak at the pocket site over the past year. The plan was to likely have the pump removed because of the leak. On (B)(6) 2011, it was reported that the patient had a revision procedure performed two weeks ago, due to the patient having had a "spinal fluid size of baseball coming out of her stomach." The fluid was tested, and no infection was determined. The seroma was noted as being only at the "front" and not the "back." During the exploratory surgery, a kink was found at the hub and fixed. A physician believed the kink to be the cause of the seroma. Following the catheter revision, the patient was given a pump brace to wear on the outside. Since the catheter revision, and while wearing the pump brace, the patient was getting some swelling again over the location of the pump. An appointment with a neurosurgeon was scheduled. A follow-up report will be sent if additional information becomes available.